Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. Access was obtained via the radial artery. In an attempt to treat the non- tortuous and moderately calcified distal right coronary artery, the physician predilated the lesion with an unknown 1.5 x 12mm and 2 x 10mm balloon catheter and advanced the 24mm liberte bare mr stent delivery system to the lesion but it failed to deployed. It was observed that the stent damaged during manipulation. The procedure was completed with a different device. No patient complications were noted and the patient status was listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found no kinks or damage along the entire length of the device. The stent was fully crimped onto the balloon. An examination of the crimped stent found no anomalies. No issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. Access was obtained via the radial artery. In an attempt to treat the non- tortuous and moderately calcified distal right coronary artery, the physician predilated the lesion with an unknown 1.5 x 12mm and 2 x 10mm balloon catheter and advanced the 24mm liberte bare mr stent delivery system to the lesion but it failed to deployed. It was observed that the stent damaged during manipulation. The procedure was completed with a different device. No patient complications were noted and the patient status was listed as stable.